Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose level was impacted (248 mg/dl). Customer treated elevated level with manual injections. Customer reverted to manual injections for management of blood glucose levels.